Event description:
Healthcare professional reported right side capsular contracture baker grade IV and exchange. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed two openings assessed as fold flaw opening. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade IV and exchange. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and exchange. Physician later reported right side rupture discovered during surgery. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and exchange. Physician later reported right side rupture discovered during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.